Manufacturer narrative:
H10: multiple attempts have been made on 05dec2023, 11dec2023, and 20dec2023 to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60, indicating that the device was getting error code 110b proximal pressure sensor autozero failed message. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer stated after replacing the flow sensor assembly, the device was giving error code 110b. Trouble shot with customer and informed the customer the manufacturer recommendations are: 1. Verify pin alignment between solenoids and the data acquisition (da) printed circuit board assembly (pcba). 2. Replace the proximal auto-zero solenoid (sol 3 and sol 4). 3. Replace the da pcba. The customer requested the part number for replacement da board. The rse provided the customer with part number and price for the da pcba board.